Manufacturer narrative:
B3: date of event is estimated. D4: the UDI is unknown due to the part/lot number was not provided. Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review, and similar incident query was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion a lesion in the anterior descending artery with mild tortuosity. A universal bmw guidewire (gw) was used in a procedure and difficulty was noted during advancement and the gw became stuck with the balloon catheter. Therefore, the gw was removed, and the tip of the gw separated. The separated tip of the gw was removed from the patient with balloon catheter. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.